Event description:
It was reported that the patient experienced a puncture burn. When removing the protective sleeve from the 4.0/15/15 leveen coaccess electrode system, the blue insulation sheath was loose and the user pulled it completely off. The patient underwent a successful renal radiofrequency ablation with this system resulting in a 3rd degree burn on the patient¿s skin and requiring plastic surgery. No additional patient complications were reported.

Event description:
It was reported that the patient experienced a puncture burn. When removing the protective sleeve from the 4.0/15/15 leveen coaccess electrode system, the blue insulation sheath was loose and the user pulled it completely off. The patient underwent a successful renal radiofrequency ablation with this system resulting in a 3rd degree burn on the patient¿s skin and requiring plastic surgery. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: examination of the returned product revealed an electrode system and introducer set with residue present on the device indicating use/ handling. A functional evaluation of the electrode found the array to extend and retract without issue. The tines were evenly spaced and undeformed. A visual examination of the introducer set found the stylet to be placed inside the cannula. The stylet and cannula were without issue and presented no bends or other deformities. The introducer insulation (heat shrink) had been detached from the cannula and was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: -"before using, inspect the package for any breach to the sterile barrier and inspect product for any damage. If package is broken or product is damaged do not use." -"the colored insulated cannula must be used at all times when accessing tissue. Use of the electrode without the colored insulated cannula may result in serious burns to the patient and/or user." -"the skin must be incised prior to insertion of the introducer to prevent damage to the insulation. Damage to the insulation of the introducer may result in serious burns to the patient and/or user." (B)(4).